Manufacturer narrative:
(B)(4). Batch # t5ag8v. Investigation summary: the analysis results showed that one gst60g reload was received unfired and partially dislodged from right side, with five double drivers out of position and eight double drivers missing. The device was not tested. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an exploratory laparotomy, when the device was taken out of the package to load into the stapler, little white plastic pieces fell out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.